Event description:
It was noted femoral component was put in at about 14 degrees with the tibial tray at 8 degrees of varus. The patient had a history of patella dislocation. The reason for surgery was to do a patella transposition. When joint was opened, it was noted that the plastic tibial insert and patella had signs of wear. The surgeon decided to replace these components while dealing the patella tranpositiondevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.